Event description:
During an event when the physician advanced the matrix ultras0ft-sr coil through the microcatheter, the joint point between the coil and the pusher wire was detached before the unit arrived at a pathological change position. The coil could not advance anymore and the physician had to withdraw it. Friction was encountered during the insertion. Procedure was completed with another coil of the same size. No patient complications reported.